Event description:
The manufacturer representative reported the patient had loss of benefit from the deep brain stimulator on the right side of the body (left subthalamic nucleus-stn stimulation). Each time the measures of impedance and current were made with the 8840 programmer, showing no anomalities. An x-ray revealed the extension was separated into the two pieces (distal and proximal). In this situation, the physicians would have expected clear indication from the programmer measures=>2000 ohms, <7?a. It would have saved time for the patient who would have had x-ray 1 year ago. The extension was replaced. The patient came for a follow up and had a similar problem on the other extension. The patient had been implanted for 8 years; it appeared that the extensions sustained mechanical stress (dyskinesia at neck level). Refer to medwatch report # 2182207200701146.